Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of the incident was 700+ mg/dl. Customer stated that he forgot to turn his pump back on after his shower. Customer has beginning stages of dementia and has a hard time remembering things. Customer reported symptoms related to his high blood glucose levels included throwing up. Hospital put the customer on an insulin drip to treat his high blood glucose levels. Customer was wearing the pump at the time of 911 call. Product is not being returned or replaced.